Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed and the cause appears to be related to use of the device. One 3cg stylet was returned for investigation. A visual observation of the returned sample revealed evidence of use. Blood residue was observed on the sample. The stylet had been removed from the catheter and the catheter was not returned for investigation. The stylet was received in two segments. A break in the polyimide tubing was observed and the detached segment measured 7 mm in length. A microscopic examination revealed that the polyimide tubing was kinked in between adjoining magnets proximal to the fracture in the tubing. The cross section of the adjoining ends of the polyimide tubing was noted to be uneven and granular. Blood residue was observed within the broken end of the polyimide tubing. It appears that the stylet was kinked during use, which may have initiated the fracture in the magnetic end of the stylet. The powerpicc solo IFU states, ¿avoid sharp or acute angles during implantation.¿ ¿for central placement, when the tip has advanced to the shoulder, have the patient turn head (chin on shoulder) toward the insertion side to prevent possible insertion into the jugular vein.¿ the IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of rebn2377 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that when the wire was removed from the PICC it was noted that the tip of the wire was dangling. No patient injury was reported.